Manufacturer narrative:
Section d7a - is this a single-use device that was reprocessed and reused on a patient - corrected the answer to "no". Section h3 - devices evaluated by manufacturer? No - no reason - corrected reason to "not returned to manufacturer".

Event description:
Paitent diagnosed with left side rupture.

Event description:
Patient diagnosed with left side rupture.